Event description:
Info received indicates the bed has no functions operating from the right siderail.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. In 2009 (through follow-up with the health-care provider), a response was received, however, the cause of death was not provided. It was learned that the event was not device related. The device has been disassociated from the event, therefore this is not a complaint.

Event description:
It was reported that the patient has expired after a implant duration of approximately 0.6 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.